Event description:
It was reported that the patient saw their health care provider (hcp) and wasn¿t satisfied with the response they gave the patient and the patient figured they would call the manufacturer since they were the experts and hopefully could clarify a couple of issues the patient had with the device. The patient had a urinary tract infection (uti) about 6 weeks ago and the program and intensity the patient had it set on was working fairly regular in regards to their retention needs. It was noted that then after the uti the patient started retaining a lot more urine with the same setting it had been on consistently getting them fairly decent results. It was right after the uti symptoms that the patient started catheterizing on a regular basis to confirm their retention and containing a lot more urine. It was reported that the patient started changing programs around to get back to baseline and it took them 6 weeks until they were able to find a setting and intensity that was where the patient¿s original baseline was. The patient wanted to know if it was normal for this response to occur and if so what caused their bladder not to respond to the settings and the implant. It was noted that the patient was basically back to the same program and same intensity that they were on 6 weeks ago and fooled around and tried to do other things and didn¿t know to wait and see if it went back down and they were back to what they had. The patient had 4 settings on their device and before the device they were retaining 1000 ml and was now retaining 500 ml. It was reported that the patient got the same results with programs 1 and 2 and then 3 and 4 didn¿t work at all. The patient asked if they could get different programs in 3 and 4 and see if those worked better and the patient¿s hcp reviewed that if3 and 4 didn¿t work then 5, 6, and 7 probably wouldn¿t work either. It was noted that event if 500 was better than 1000 it was not the optimal that the patient would like to have and they were trying to see if they could do something better then what they had now. If the consensus from everyone was that the device didn¿t have 100% void they understood that and if 50% was the best they would accept that but they wanted to try at least. It was reported that the patient was hoping that the manufacturer would have more solid information but understood that it was more medical in nature.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0e60z, implanted: (B)(6) 2013, product type: lead. (B)(4).